Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine the reported adhesive issue. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pod adhesive was not sticking well to the skin which caused the cannula to break. The pod was worn between 37 and 48 hours on the hip/buttocks. The patient was able to active a new pod successfully.